Event description:
The customer reported that spectrum pump serial number (B)(4) turns on and off on it's own. There was no pt injury reported. Customer was unable to provide any additional info.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.